Event description:
According to the literature, a retrospective study evaluated the feasibility and safety of both subxiphoid uniportal thymectomy (sut) and subxiphoid robotic thymectomy (srt) techniques between 2011 and 2022. Maryland jaw was used in both groups to detach the thymus from the sternum. In the sut group, the device was used with forceps to detach the thymus from other structures. In the srt group, a competitor device was used to detach the thymus from other structures. There were 207 patients in the sut group, and complications included hemorrhage and chylothorax. Four patients were converted to open due to bleeding. Postoperative hemorrhage required endoscopic treatment and reoperation.

Manufacturer narrative:
D10 concomitant products: unknown ligasur - unknown ligasure instrument, lot# unknown literature events: author: takahiro negi^, mizuki morota^, daisuke tochii, sachiko tochii, takashi suda title: initial results of uniportal and robot-assisted subxiphoid thymectomy: takahiro negi, journal of thoracic disease, vol 16, no 10 october 2024 source: doi: 10.21037/jtd-24-914 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.